Event description:
Boston scientific (bsc) crm received information that this patient's daughter called technical services (ts) stating she received a letter from bsc and noted her father passed away a year ago. Ts asked if the patient's death was related to his pacemaker. The caller stated her father needed surgery, but was told he couldn't have it because his pacemaker was not working properly. Ts noted that it sounded like the patient developed diabetes and gangrene, according to the caller, and needed his foot amputated, but issues related to his pacemaker prevented surgery. The caller stated her father ended up in hospice, and later passed away.

Manufacturer narrative:
Not returned. Ts asked the caller if she knew if the patient's device was returned to bsc. The caller stated she believes the device was buried with her father. A request for additional information was emailed to the bsc sales representative (sr), however, efforts to receive this information was unsuccessful. If additional information is received, this event will be updated appropriately.